Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance. It was noted that the patient experienced fainting episodes, but there were no corresponding events. Technical services (ts) stated that there were noisy signals in some tachycardia events. The noisy signals were able to be recreated when the patient did the valsalva maneuver. Pacing was not needed due to being programmed at 40 beats per minute. However, the rate was increased to see if the fainting was bradycardia related. Ts also provided troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.